Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable tachy lead, (B)(6) 2006; 407645 implantable pacing lead, (B)(6) 2006; (B)(4)implantable pulse generator, (B)(6) 2003; 1388tc x2 competitor implantable pacing leads, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the device longevity was less than four years. The device was explanted and replaced. During the explant, the lv (left ventricular) lead dislodged. The lv lead was explanted, but a replacement lead could not be placed so it too was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.